Event description:
It was reported that during a cholecystectomy procedure, the clip was not fed into the jaw properly and ejected, clip did not fall into the pt. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Dropping or ejected clip. Evaluation summary: the analysis results found that the instrument was returned in good visual condition. The instrument was cycled, fed and ejected the remaining clips. The instrument was functional. A batch record review was performed and no anomalies were found during the manufacturing process.